Event description:
It was reported that the patient experienced blood glucose levels of 350-500 mg/dl with large ketones. The patient was successfully treated via syringe insulin injections provided in the physician's office.

Manufacturer narrative:
Review of the pump by a family member revealed significantly less basal delivery than usual. It was reported that the family member decreased the patient's basal rate by 80% to prevent low blood glucose during exercise. The family member reported that the patient's health care provider believed that the reduced basal delivery contributed to the reported high blood glucose levels. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.